Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the maintenance unit had an inlet housing broken, and on/off switch was broken/cracked. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the evaluation found that the ac inlet unit was damaged at the rear, failed intermittently with power loss due to the fact that one prong was broken. Additionally, the non-olympus power switch front plastic cap was torn. However, the root cause for the observed malfunctions could not be identified. Olympus will continue to monitor field performance for this device.